Event description:
It was reported that during the implant procedure, the helix of the low-voltage pacing lead was unable to extend or retract and placement difficulty was observed. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The analyst commented there was blood and tissue on the helix. The analyst then softened the blood and tissue by using alcohol, then performed helix tests; results was passed and the helix was able to be extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.